Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the frame is broke at the top bar all the way to the back.